Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (underwent a bilateral salpingectomy). At the time of the report, the pelvic pain, back pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.